Event description:
Related manufacturer reference number: 2017865-2021-39700. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited undersensing and low sensing values which led to inappropriate binning of the rhythm as ventricular tachycardia and as a result inappropriate anti-tachycardia pacing. Programming changes were made. The patient was stable.